Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-19384, 1627487-2021-19386, 1627487-2021-19387. It was reported that the patient leads had migrated resulting in ineffective stimulation. As result, the patient underwent surgical intervention, but the physician was unable to remove the leads. The leads were left implanted and further intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate.